Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation despite a reprogramming attempt and the lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned and remains implanted. The patient was doing well postoperatively.